Event description:
Hamilton co was notified of an event in which a microlab at + 2 instrument aspirated incorrect sample volume. The technician stopped the run and reset the instrument. No death or injury is associated with this complaint. This complaint corresponds to hamilton customer problem report number 4979.